Event description:
Company representative reported, "left deflation". Healthcare professional, later reported, "any creases". Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening side assessed, as fold flaw opening. Crease/folding of implant: observed, on the device. Additional observation: crease observed, on the device. Wear abrasion observed, on the device. White particles observed, inside the device. No further actions are required, as no issues with the manufacturing process are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Company representative reported "left deflation." Healthcare professional later reported "any creases". Device explanted.